Manufacturer narrative:
Lumenis investigated the reported event by contacting the hospital directly. Three (3) attempts have been made to obtain; patient treatment settings, patient information, patient photos, which were sent to lumenis. The device was analyzed by a lumenis service engineer who suspected a hp cooling problem - tec cooling module failure. Also, error 1002 appeared meaning a communication problem, not related to the cooling tec failure. According to the m22 risk file, a cooling problem could cause tissue damage. The severity is ranked 8 and the probability is 2. Rpn=16 is within an acceptable risk. A lumenis clinical trainer and healthcare professional reviewed the if and the photos and concluded "the technical investigation related to this case concluded a defective cooling of the ipl treatment handpiece. As a result, some spots (an estimated 1/6th of the overall facial area, based upon photography documentation) generated second-degree burns on more sensitive and bony facial locations (forehead, temples, and lower jawline). No test spot was made, cooling was not "hand-tested" as recommended by the manufacturer and despite the pain feedback of the patient to the operator during the procedure, treatment still got performed on the entire cosmetic unit. The complaint reporter added "the doctor does not deny that the state of the hand gear was not tested in accordance with the normal procedure during the operation". Since the event is originally caused by a technical malfunction, it cannot be defined as a user error. The reported treatment parameters used were on the conservative side. As per the reporter's description, "it is expected that the patient will return to normal within 1-3 months under optimistic circumstances". Examination of patient picture displays good wound healing without noticeable textural damage but with remaining pih. The patient sustained a serious injury that required non-surgical medical intervention. The adverse event should not lead to permanent impairment, the hyperpigmentation likely to fade within a couple of months, leading therefore to a hazard severity rating of 6. Based on the information above the complaint is reportable per lumenis decision tree. The injury was determined as a serious injury due to the fact that the patient received a medical prescription regarding the malfunction the system is designed to give a warning message if the cooling system is not working properly and its temperature reaches 50c, and that the evidence from the user is that they apparently continued to use the system despite not checking the cooling system with a "hand-test" and not doing a test spot (also mentioned in the clinical report). The warning message that appears on the screen and the pain the patient had felt should have indicated the operator to stop the treatment. Therefore, the fact that the patient sustained a serious injury is due to a user error. The reason that lumenis is not updating the malfunction list is that the serious injury was due to a user error as mentioned. Um-1024721 rev.h p.6-20 tip temperature is above 50°c/122°f. Please wait several minutes for the tip to cool. Press the ok button; wait several minutes for the light guide to cool, and then press the ready button on the standby screen to resume normal operation. If the message appears constantly - even after cooling - contact lumenis service.

Event description:
A foreign hospital reported on an adverse event following treatment with m22 device.initially, the complaint was opened as a non-safety and on the 24th of august, the hospital reported that the newly replaced handpiece injured the patient's forehead and face. Later, it was found that the handpiece had no cooling function at all. The engineer found that an error 1002 (pulse 1800) after the inspection at the door, and a new handpiece was needed.